Event description:
My husband had an ercp procedure on (B)(6) 2015 at (B)(6) to place a stent in a bile duct. He died of septic shock 13 days later on (B)(6) 2015. I am concerned that the endoscope type device infected him.